Manufacturer narrative:
Findings: no button error alarm noted. All buttons functioned properly; however, unit had corroded keypad traces. Received unit with moisture damage on the electronic stuck. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 150 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 150 mg/dl. The customer stated that he went into the pool with his pump on. Customer reported that there is fluid under the lcd display. The customer has a button error. The customer was advised to discontinue use of the device and revert to a backup plan.